Event description:
During attempted implant, the right atrial (ra) lead showed low pacing impedance and insulation damage following fixation with the suture sleeve. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were low pacing impedance and insulation damage. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead noted the outer insulation was separated at the proximal region consistent with procedural damage. The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of internal shorts. X-ray examination did not find any anomalies except for procedural damage. The cause of insulation damage is consistent with procedural damage.